Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the remote control buttons perforated, the insertion flexible tube (ift) crushed, the remote control buttons leak, the insertion flexible tube (ift) twisted/buckled under and the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "(B)(4) (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.